Event description:
The subject device was programmed to deliver a primary solution of dextrose and a secondary solution of lidocaine. The primary rate was disclosed; the secondary rate was 15 ml/hr. After 8 hours 55 minutes, the pt became unresponsive, exhibited low blood pressure, and required resuscitation. It was observed at that time that 60 ml had been delivered from the secondary container. The pt subsequently returned to pre-code status. The hosp stated to the MFR that operator erro/programming error is suspected.